Event description:
Surgeon stated the mesh did not deploy. Another device opened and worked properly.====================== manufacturer response for endometrial ablation disposable device, novasure (per site reporter).====================== sales rep notified. Reporter unaware of response.